Manufacturer narrative:
Evaluation summary: the shunt remains implanted; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted. It was noted to be touching the iris. There was no harm to the patient and the shunt remains implanted. Additional information was requested.